Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and far p oversensing. Final analysis found that as received, a complete lead was returned in one piece. The reported events of inadequate capture and far p oversensing were not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Double bend height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle (lv) lead was slightly pulled back; however, no electrical anomalies were detected at that time. The following day, the patient underwent interrogation, which revealed that the lv lead had a high capture threshold and exhibited far p wave oversensing. It was observed that the lv lead had dislodged from its branch. An x-ray imaging confirmed the dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.